Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of driveline confirmed a compromised wire that could have contributed to the low speed and pump stop events observed in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2021 under and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. An electrical continuity test was performed to the distal-end driveline in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone sleeve was unremarkable. The silicone sleeve was removed and the bionate was unremarkable. The bionate was removed and fraying and minor breakdown in the metal braided shield was observed adjacent to the metal connector. Visual inspection of the underlying wires revealed a kink to the underlying wires approximately 9¿ from the metal connector. Further inspection of the kink confirmed wear in the insulation of the green wire approximately 9¿ from the metal connector at the location of the kink. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The underlying wires of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the green wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas patient handbook addresses exchanging power sources, outlines all system controller alarms as well as the proper actions associated with them, and contains an emergency response checklist. In addition, both the patient handbook and IFU state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02apr2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files contained abnormal low speed hazards, low flow hazards, and pump stops. The issues appeared to only be occurring while the vad was connected to the power module. This indicated a potential issue with the percutaneous lead, and x-rays were requested by technical services. A driveline repair was performed on (B)(6) 2021.